Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient had a scheduled appointment with her heart doctor but before going, the patient was already experiencing nausea, stomachache, vomiting and diarrhea. The symptoms started at 5:30 am and around 9:00 am they went to her doctor for her appointment. When the patient was being checked by her doctor, they found out that she was having elevated heart rate, high blood pressure and her glucose was at 500mg/dl. She was advised to go to the emergency room (ER). During this incident the patient was wearing a sensor and was waiting for the warmup to complete, however, it failed during her doctor¿s appointment. The reporter took her to the ER and the patient started vomiting again so she was given an insulin shot (humalog and humulin r) to alleviate her symptoms. The patient has yet to be discharged and is still under observation. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.